Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the calcified left common iliac artery. When attempting to deploy the 7.0x60mmx135cm absolute pro self-expanding stent system (sess), resistance was felt with the thumbwheel. Fluoroscopy confirmed, the stent was not deploying, confirmed it had not flowered either. The decision was made to remove the absolute pro, when retracting the system from the sheath, the device got caught on the hemostatic valve of the sheath and the stent was pulled out and is stuck in the valve of the sheath. A new sheath and a non-abbott stent were used to complete the procedure. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam was able to be confirmed. The reported activation failure and the reported difficult to remove were unable to be replicated in a testing environment due to the condition of the retuned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or interaction with the anatomy/other devices resulted in the noted device damages (wrinkled inner member, wrinkled sheath, sheath chatter marks, multiple jacket stabilizer and outer member bends, smashed tip) thus preventing the shaft lumens from moving freely resulting in the reported mechanical jam and the reported activation/deployment failure. Further manipulation/mishandling likely resulted in the noted gear on top of the thumbwheel. Interaction with the hemostatic valve during removal resulted in the noted stent damages (stretched, bent, deformed, separated). There is no indication of a product quality issue with respect to manufacture, design or labeling.na